Manufacturer narrative:
Product code: unk. (Expiration date): unk, no serial number reported. This product is not marketed in the us. (Device manufacturing date): unk, no serial number reported. Claim # :(B)(4).

Event description:
(B)(6) complaint: the reporter indicated that the surgeon implanted an implantable collamer lens (icl) into the patients left eye (os). The patient reports diplopia vision after implantation, astigmatism. Lens was explanted. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Claim was discovered to be a duplicate of claim# 714996 - MFR# 2019-02197. Disregard current infomation and see noted claim. Claim#: (B)(4).